Event description:
The cassette holder on a radiation therapy simulator reportedly fell during a case. Although the cassette holder allegedly grazed the patient, the patient was not injuried. The investigation showed that the screws securing the holder were no longer there. However, the preventative maintenance instructions for this unit requires that these screws be tightened.